Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." Per tandem¿s cartridge instructions for use: ¿do not remove or add insulin from a filled cartridge after loading onto the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 220 mg/dl. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Customer was using apidra insulin. Additionally, customer added insulin to cartridge outside of the load sequence. Tandem technical support educated customer regarding cartridge/insulin labeling.